Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type ii. A device diagnosis was not applicable and there was a clinical diagnosis of unsatisfactory stimulation. The patient reported an unsatisfactory stimulation pattern on (B)(6) 2013. There were complaints of an inability to use the stimulation. The stimulation had to be turned up high for relief and there were also complaints of pattern changes with neck position. The event was possibly related to the device or therapy, not related to the implant procedure and was due to programming. The final programming date and time for the most recent interrogation prior to the event was (B)(6) 2012. Reprogramming was performed on (B)(6) 2013 and the event resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that, in regards to the relationship of the event to programming, the device use between (B)(6) 2012 and (B)(6) 2013 was minimal due to the fact that the stimulation pattern was unsatisfactory, requiring the patient to turn the device up to a high level to capture pain distribution which resulted in pain.